Event description:
The user reported that the hearing performance with the device had been affected since a few months. There was a decline three months prior. The user was reimplanted on (B)(6) .2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addtition a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addtition a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported that the hearing performance with the device had been affected since a few months. There was a decline within the last three months and the hearing performance is severely affected now. The user will be re-implanted but no date has been scheduled yet.

Event description:
Hold for ac 4.20 the user reported that the hearing performance with the device had been affected since a few months. There was a decline within the last three months and the hearing performance is severely affected now. The user will be re-implanted but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.